Event description:
Pt hospitalized for hyperglycemia. Pt's blood glucose was 350 at 10 pm and rose through the night to 515 in the morning. Pt changed infusion set, tubing and cartridge and called dr. Dr advised pt to give insulin injection but blood glucose did not come down very quickly. Pt vomitted and went to ER. Pt eval of old infusion set (used in morning) noted that tubing appeared to be torn away from the hub.